Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6)2024, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6)2024. Block h6: device code a020503 is selected to represent the reportable event of packaging seal compromised.

Event description:
It was reported that during the preparation, the seal of the scope package was found to be compromised. To complete the procedure, a new scope was used. There were no patient complications reported.